Event description:
It was reported that the lead was replaced seven weeks after implantation due to high pacing lead impedance and a high number of short intervals detected (oversensing). The physician who implanted the lead reported problems when passing the bifurcation by the right cephalic and the superior vena cava. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned for analysis. Analysis determined that the setscrew marks on the lead pin is too proximal. This indicates that the lead was not fully inserted into the device header. Evaluation of performance data collected from the ICD indicates noise. Other : it was reported that the lead was replaced seven weeks after implantation, due to high pacing lead impedance and a high number of short intervals detected (oversensing). The physician who implanted the lead reported problems when passing the bifurcation by the right cephalic and the superior vena cava. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Operational context contributed to event. Impedance, high, oversensing.